Event description:
It was reported that the ventilator shut off when an external battery source was used. There was no patient harm. Manufacturer's ref:#: (B)(4).

Manufacturer narrative:
It was claimed that the unit turned off on battery, however further information provided by the field service engineer (fse), revealed the issue has been related to power supply inside the hyperbaric chamber. The device had not failed to meet its specifications, it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the units external supply voltage dropped below 12v during use in hyperbaric chamber. Fse informed the customer that no malfunction of the device could be found (no parts replaced, adjusted or cleaned) and the issue is related to the chamber. The customer contacted the chamber's manufacturer and issue with power socket inside chamber could be confirmed. The chamber has been repaired and ventilator could be used without failures. In case of power failure occurrence the issue may lead to stop of ventilation. The root cause to the reported issue has been determined as operational context.

Event description:
Manufacturer's ref:#: (B)(4).